Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis concluded there were no assembly component related failures. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. The needle dislodged from the suture. Another suturing device was opened to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.